Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used to complete the procedure. There was no reported patient injury. The procedure was performed by retrograde approach using an 8f non-cordis sheath from the right femoral artery. The device was used in an aneurysm surgery. The device was slowly retracted at an angle of approximately 50°, the blood return indicator pulsed to a stop. The device was slowly withdrawn for approximately 1 cm, but the device's indicator window did not change color. The user then continued to slowly retract the device again, and the indicator window did not change color at any time. The patient was discharged after the procedure. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used to complete the procedure. There was no reported patient injury. The procedure was performed by retrograde approach using an 8f non-cordis sheath from the right femoral artery. The device was used in an aneurysm surgery. The device was slowly retracted at an angle of approximately 50°, the blood return indicator pulsed to a stop. The device was slowly withdrawn for approximately 1 cm, but the device's indicator window did not change color. The user then continued to slowly retract the device again, and the indicator window did not change color at any time. The patient was discharged after the procedure. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). Additional information was requested but not provided. One video was attached to the event-2025-12878. In the video, the physician attempted to change the indicator, and blood flow was observed coming out of the bleed-back indicator, confirming that the unit was inside the vessel. However, despite multiple attempts, the indicator did not change. No other anomalies or notable details were observed in the provided video. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was fully depressed, and the indicator window was found in the black/red/white position. No plug was returned, and the indicator wire was fully retracted. A non-cordis csi was returned with the device inserted on the unit. It was concluded that the conditions present on the received unit, denoted a complete deployment state. Additionally, a kink was observed to be present on the delivery shaft distal portion 7 cm away from the distal end. The outer diameter (od) of the delivery shaft was measured and the results obtained were within specification parameters. The sections analyzed were selected randomly along the delivery shaft at 4, 8, and 12 cm from the distal end. No functional analysis could be performed as the device was already deployed. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. The reported event by the customer as ¿indicator window - no change to indicator¿ was not confirmed as the conditions observed on the returned unit led this evaluation to conclude that no abnormal conditions could be identified in the deployed state in which the reported unit was received. The conditions of the indicator window position (black/white/red), deployment lever (fully depressed) and the fact that the plug was no longer on manufacturing position while the indicator wire was fully retracted indicates that no manufacturing issue was related to the reported event as these conditions are the expected to be present when a unit has been deployed. While the video submitted showed that the indicator window did not change, the device received did not match the condition of the event seen in the video. Therefore, no manufacturing related defect or anomaly could be contributed to the event as reported and a cause for the reported event could not be determined. Regarding the kinked portion observed, per the dimensional analysis, no manufacturing anomaly was related to this condition. It is possible that the kink of the shaft may have contributed to the issue with the indicator window, as it can affect the function of the indicator wire. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, no preventative or corrective actions will be taken at this time.